Manufacturer narrative:
The instrument was analyzed by the production department. The metal device is detached from the ceramic insert. The hook is loose, and the fragment was not received for evaluation. The soldered joint was found to be broken. The solder exhibit no unusual structural conditions. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. Two similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. It is liable a mechanical overload situation led to the breakage. The breakage of the ceramic device maybe the result of being dropped. The current failure rate is not within the risk analysis and therefore need to be adjusted.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). Io tip broke during surgery. This is reusable electrode but broke after only one use.